Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The drip line and guidewire lumen were hand flushed at the table, then the guidewire was inserted for testing spline deployment. The catheter was then connected to a pump for irrigation. At some point while the catheter was inserted in the patient an occlusion occurred from the pump. The catheter was disconnected from irrigation, and the occlusion was resolved; however, the occlusion occurred again after the catheter was reconnected to irrigation. The catheter was removed from the patient to try hand-flushing the drip line again, but there was still no drip from the distal end of the catheter. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, flow testing, and dissection. It was observed that the catheter was returned with the slider switch to the undeployed state while the spline array was in the basket state. An attempt to insert the guidewire was made and it was unsuccessful. Deployment of the catheter was not possible due to the returned condition of the device. Flushing of the catheter was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection of the handle confirmed there was kinking of the guidewire lumen, which likely caused the flushing issue. The reported clinical observations were confirmed by the analysis results.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The drip line and guidewire lumen were hand flushed at the table, then the guidewire was inserted for testing spline deployment. The catheter was then connected to a pump for irrigation. At some point while the catheter was inserted in the patient an occlusion occurred from the pump. The catheter was disconnected from irrigation, and the occlusion was resolved; however, the occlusion occurred again after the catheter was reconnected to irrigation. The catheter was removed from the patient to try hand-flushing the drip line again, but there was still no drip from the distal end of the catheter. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.